Manufacturer narrative:
The lot no for the device was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for tilt, perforation and migration. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model 2120f vena cava filter experienced tilt, perforation and migration. The information was received from a one source. This malfunction involved one patient with no patient consequences. The reported patient is (B)(6). Weight and sex of the patient was not provided.